Manufacturer narrative:
Date sent: 06/09/2009. Information not available, device not returned for analysis.

Event description:
It was reported that during an unk procedure, the hand activation switches did not work on device. The caller did not have any other details about the problem but stated a second like device was used to complete the case. No pt consequence reported. Device was discarded.